Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx") and device breakage ("persistence of residual implant fragments") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("persistence of residual implant fragments"). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and pelvic pain ("significant burn-like pelvic pain"). The patient was treated with surgery (device removal and bilateral salpingectomy performed in (B)(6) 2016). At the time of the report, the hydrosalpinx, device breakage, complication of device removal and pelvic pain outcome was unknown. The reporter considered complication of device removal, device breakage, hydrosalpinx and pelvic pain to be related to essure. The reporter commented: procedure report of removal of essure performed on (B)(6) 2017: persistence of residual implant fragments despite bilateral salpingectomy performed in (B)(6) 2016 due to hydrosalpinx. Since that, persistence of significant burn-like pelvic pain. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2018-04097) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx") and device breakage ("persistence of residual implant fragments") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("persistence of residual implant fragments"). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and pelvic pain ("significant burn-like pelvic pain"). The patient was treated with surgery (device removal and bilateral salpingectomy performed in (B)(6) 2016). At the time of the report, the hydrosalpinx, device breakage, complication of device removal and pelvic pain outcome was unknown. The reporter considered complication of device removal, device breakage, hydrosalpinx and pelvic pain to be related to essure. The reporter commented: procedure report of removal of essure performed on (B)(6) 2017: persistence of residual implant fragments despite bilateral salpingectomy performed in (B)(6) 2016 due to hydrosalpinx. Since that, persistence of significant burn-like pelvic pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.